Event description:
The hcp reported the patient had been experiencing increased pain and the pump was noted to be alarming intermittently at home. The pump was explanted and replaced after an implant duration of 19 months on 2004. The patient is reported to have recovered without sequela.